Manufacturer narrative:
On 3/15/2018, mentor learned that the complaint device was discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. On, 03/20/2018, it was reported that the patient became pregnant after implantation and breast fed and noticed loss of volume of the left breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round spectrum 425cc, catalog number 3501470 manufacturer¿s reference number: (B)(4)

Event description:
It was reported that a (B)(6) -year-old female patient underwent a primary breast augmentation with a saline mentor smooth round spectrum 425cc and experienced deflation on the left breast implant. The deflation was observed by the healthcare professional during a follow-up appointment after implantation. As a result, the patient had undergone explantation on (B)(6) 2018.